Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutneous coronary interventional (pci) procedure. Reportedly, when the plunger was removed the sutures did not come out from the device. A second proglide device was used to achieve hemostasis. A femoral angiogram was not performed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event reported as: (B)(6) 2016. Correction: device status changed from returning to not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that when the plunger was removed, the sutures did not come out from the device, the event is classified and analyzed as a suture retrieval issue; as the difference between the two failure modes is often not discernable to the user. The reported suture deployment issue was confirmed as a suture retrieval issue (link detachment) was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Reportedly, a femoral angiogram was not performed. The perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.